Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test and unexpected restart error test. Insulin pump received with normal operating current. Device passed self test. Device passed off no power test. No unexpected battery out limit anomalies noted. No damage on the lcd isolation tape noted. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump would not turn on. They put several new batteries in her pump but it would still not turn on. They did not receive a low battery alert prior to the off now power alert. The patient¿s blood glucose level was 284 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.